Manufacturer narrative:
Date sent to the FDA: 07/02/2019. (B)(4). Allergies: elavil, latex, symbicort, surgical tape, all plant based narcotics and anticholinergics. Operative note (B)(6) 2016 lap assisted vaginal hysterectomy with bso and posterior and anterior repair and vault suspension. Record notes pds suture used on uteroscacral ligament/ perineum. Vicryl suture used on vaginal mucosa and cuff. (B)(6) 2016 note suture granuloma perineum palpable. Patient treated 2017 for pudendal nerve neuropathy with pelvic floor therapy. Vulvular scar tissue noted. Note (B)(6) 2017 suture granuloma resolved. Vicryl suture reported in mw (B)(4).

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported by the patient they underwent complete hysterectomy and pelvic floor reconstruction on an unknown date and suture was used. Immediately after the procedure, the patient swelled up like a balloon from the suture, and suture was also used at the closing of the wound site. The patient has scar tissue that is permanent and that is making it impossible to have sex without pain. It has busted open, and the patient has a hole in her labia. The patient reported that they were diagnosed with suture granuloma. The patient reported that the physician told her that it's suture granuloma and her body does not have the enzymes to break down the suture. The patient reported that she does have allergies. The patient reported they must have a complete labiaplasty, corrective surgery, and going to have to cut out that whole section of left labia and patient reported that she will be permanently disfigured. The corrective surgery is occurring on (B)(6) 2019. The patient reported having big pieces of suture coming out as long as her pinky finger. It felt just like fishing wire, stuff was jabbing into her and patient reported she is digging pieces of suture out of her. The patient got a mirror and saw the hole and the patient reported that the doctor stated it would close up on its own. In (B)(6) 2018, the patient had a colorectal issue. When the patient went to follow up after the colorectal surgery which also included a pudendal nerve block, the patient reported that it was suspected that her pudendal nerve had been damaged. The patient followed up with her fellow and the patient received a second opinion and surgeon said the patient needed to get a labiaplasty. Additional information has been requested.